Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 496825 lead, 496825 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with sensing integrity counter (sic), loss of capture, and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.